Manufacturer narrative:
(B)(6). (B)(4). Final inspection for shuttle flexor tuohy borst side arm introducer set, is inspected as follows: (B)(4). Device history record indicates a mfg date after a change was implemented on 06/27/2008 (B)(4). While this change is intended to reduce the occurrence of the material separating from the proximal fitting, we are aware of the potential possibility for this failure mode and will continue to check for these complaints. The appropriate internal personnel have been notified of this complaint and we are continuing our monitoring of similar occurrences.

Event description:
Supervisor informed the area rep that while they were finishing up the pt during an a-gram poss pta/stent via brachial approach, and removing the sheath, as the physician pulled on the hub of the sheath, the hub detached from the body of the sheath which then lead to some bleeding but not much.